Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not drain, and upon removal, the nursing unit allegedly cut the catheter open and discovered an unknown white substance. Additional information has been requested.

Event description:
It was reported that the catheter would not drain, and upon removal, the nursing unit allegedly cut the catheter open and discovered an unknown white substance.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Received only the catheter for evaluation. No visual defects were noted on the returned catheter. It was observed that the catheter was backing up and a white substance was found. The date code and catalog number printed on the cap was smeared. No further observation was carried out due to the catheter's poor condition. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Method for use: (1)single patient use only (2)do not reuse. (3) do not resterilize. (4) for urological use only" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter would not drain, and upon removal, the nursing unit allegedly cut the catheter open and discovered an unknown white substance. Additional information has been requested.